Event description:
It was reported that the patient¿s device was replaced because it was not charging and was taking him ¿forever¿ to get it charged up. The patient stated that the device ¿quit on him two or three times.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).